Manufacturer narrative:
D4 unique identifier (UDI) for pump: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found a hole at corner of a fold in the proximal end of the cylinder. Additionally, it was observed that the first cylinder had wear at fold in the proximal end of the cylinder. The cylinder did not pass the leakage testing due to the leak found at corner of a fold in the proximal end. The other cylinder passed visual inspection and leakage test. Kink resistant tubing (krt) pump was microscopically inspected, and is worn to the filament, and outer layer of pump bulb is abraded by friction against the strain relief junction. The pump passed the leakage test. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.